Event description:
The customer reported that there were two cracks on her insulin pump that had been growing. One of the cracks was on the top of the screen from the corner and was wrapping around the battery compartment, the customer stated. She also stated there was a third crack coming off the corner of the reservoir area. The customer noted that the insulin pump has been dropped a few times. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 136 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).